Manufacturer narrative:
Additional information: b5 corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any anomalies with the exterior of the pump.functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the patient's catheter was a medtronic catheter and was not replaced. It was also stated that there had not been any medication or flow changes. There were no issues with pump migration or pump flipping. The physician used a medtronic refill kit.

Manufacturer narrative:
Pending product return, device evaluation, review of the device history record and follow up information. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to multiple volume discrepancies. There was no information available for the discrepancies. A cap study was performed and the catheter was deemed to be patent. When the pump was removed at explant, the catheter was coiled in the pump pocket. Once the pump was explanted, cs programmed a bolus on the back table and a bead was observed at the pump stem. MFR 3010079947-2021-00088 was opened to address the catheter coiling in the pump pocket.